Manufacturer narrative:
On 2nd june 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies which most likely contributed to the inaccuracies observed by the user. The user was offered a sensor replacement as a resolution. B4. Date of this report 01 sept 2025. G3. Date received by the manufacturer? 01 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On (B)(6) 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.